Event description:
The customer reported that the insulin pump kept alarming while attempting to rewind. The blood glucose reading was 246mg/dl. Assisted the customer to program the time and date. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker. The unit recorded the alarm properly in the alarm history.